Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed, and revealed that on (B)(6) 2010 a patient alert occured due to hvb-hva lead impedance being greater than 200 ohms. The weekly log data also showed varying impedance for max hvb over the range of 78 to 240 ohms between (B)(6) 2009 and (B)(6) 2010. Upon analysis, no anomalies found, however the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the defibrillation conductor fractured due to overstress, the outer insulation was torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched; partial lead in segments returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage; proximal segment returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that there was high and varying impedance on the right ventricular lead. It was further reported that the right ventricular lead was explanted and replaced. During the right ventricular lead extraction, the right atrial lead and left ventricular lead both became dislodged. Both of these leads were also explanted and replaced. No patient complications were reported as a result of this event.